Event description:
It was reported to philips that the device does not acquire the 12 leads. They have replaced the trunk cable and leads several times and the issue remains. When trying to acquire 12 leads, they only see dashed lines. There was no reported patient involvement/adverse patient impact.